Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial#: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients pocket incision developed a hole which was deep and the device can be seen. It was also reported that the wound care was not able to get it healed. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient fell out of bed and caused the ipg incision to open up. The patient developed an infection and it was noted that puss was draining from the ipg incision site. The physician confirmed that the infection was not device or procedure related. The patient was prescribed antibiotics.

Event description:
A report was received that the patients pocket incision developed a hole which was deep and the device can be seen. It was also reported that the wound care was not able to get it healed. The patient underwent an explant procedure.